Manufacturer narrative:
This report is submitted on 23 sep 2020.

Event description:
Per the clinic, device was explanted on (B)(6) 2020. The patient has not been reimplanted with a new device as of this report on (B)(6) 2020.